Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness and decreased activity due to occasional loss of ventricular capture. In addition, the right ventricular (rv) lead exhibited high thresholds, and it was noted that thresholds had been climbing since post discharge, up until time of revision. The lead was repositioned to a place higher on the septum and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.